Event description:
It was reported that a pt underwent a sling procedure and a colporrhaphy in 2008. Four days later, the pt was diagnosed with a vaginal infection. Medical intervention was given to treat the symptoms. The pt was not treated with antibiotics. The event was resolved three days later.

Manufacturer narrative:
Date sent to the FDA: 07/09/2008. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.